Event description:
During a clot retrieval procedure, the distal tip of merci micro catheter fractured. Multiple attempts to retrieve the fractured were unsuccessful, therefore, the coiled tip was advanced and embedded into the existing clot.